Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap was normal. Customer stated they did not received motor position encoder error. Customer stated that the insulin pump was not exposed to high magnetic field. The customer was able to complete the rewound process. Customer performed displacement test and test was passed. Customer stated that at this time displacement test and manual prime were successful and motor alarm did not recur. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.